Event description:
As reported: "'inner foam stuck to the lid (unusual), screw has fallen, unusable."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed since the device was returned matches the alleged failure. Device inspection revealed the following: the received packaging of the trochanteric nail and set screw, which is looking good in overall condition. We can¿t see any excessive pasting liquid application on the packing or any marks screw getting stuck in the foam. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to user related. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "'inner foam stuck to the lid (unusual) --> screw has fallen, unusable.".